Event description:
Boston scientific rec'd info that the pt implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) sys developed an infection pocket with abscess. The physician flushed the pocket, but this did not clear the infection. The physician believes by the way the wound pocket looked, that this was less of an infection and more of a reaction for the pt's lupus to the device/sys. The sys was explanted and the necrotic tissue was removed and intravenous antibiotics were administered. No add'l adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.